Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Per customer statement, the monitor ii device, used in conjunction with the vdr ventilator device, screen froze while in use. As there was a malfunction to the vdr/monitor ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. The device was received back and evaluated. Through investigational testing, it was determined that the root cause of the issue was due to the transducer board failure. The transducer board was replaced and the device was confirmed to be working appropriately. The device was sent back to the customer after this repair. No additional information has been received on this incident or the patient. If any additional information is received, a follow up MDR will be filed.

Event description:
Per customer complaint, while device was in use on a patient, the monitor screen froze. No patient intervention was required, other than suctioning. The monitor resumed functioning and unfroze after the respiratory therapist pressed display mode and scale buttons. No patient injury or harm reported.